Event description:
Complainant alleged that during the incoming inspection of the product, the device's "crt" had an erratic display and then changed to only a green dot. The complainant indicated that there was no pt involvement in the reported failure.